Event description:
It was reported that a patient presented to the emergency room with syncope. Device interrogation revealed ventricular tachycardia (vt) which was successfully converted on (B)(6) 2023 and inadequate anti-tachycardia therapy slowing the arrhythmia to monitor zone on (B)(6) 2023. On (B)(6) 2023, the patient passed. The cause of death is not known.